Event description:
Event description boston scientific received information that during a follow up visit, this left ventricular lead revealed increasing impedances to >2000ohms since may of this year. Additionally, loss of capture and low r-wave measurements were noted. No adverse patient effects were noted.